Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It was reported that patient underwent a knee arthroplasty surgery. During the surgery, the articular surface provisional fractured while inserting it into the joint.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. All pieces returned and visual inspection of the taps identified that it is fractured into three pieces. Review of the DHR receiving inspection report identified no deviations or anomalies. Review of the complaint history determined that no further action is required as no new trends were identified. A CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee arthroplasty surgery. During the surgery, the articular surface provisional fractured while inserting it into the joint. No adverse events have been reported as a result of the malfunction.